Manufacturer narrative:
The returned ICD was visually checked upon receipt, and no anomalies were seen. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. In a next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that could lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damages to the lead insulation, which lead to a low-ohmic contact of the high-voltage lines. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 99 months, suspected interference on the lead was detected during a follow-up exam in the clinic while doing provocation test. An appointment was made for a lead revision. In addition, it was reported that the patient said to have received 2 shocks in the night from (B)(6) 2016. The ICD could no longer be interrogated after that. Lead and ICD were explanted and returned to biotronik for analysis. The ICD had been implanted for about 25 months at that point. The date of explant was not provided.